Manufacturer narrative:
Report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the hospital found that the implants had been cut-out. Initially, on (B)(6) 2018, the patient underwent open reduction internal fixation surgery with femoral neck system (fns) plate, bolt, antirotation-screw, and locking screw all in question. The surgeon followed procedures described in the surgical technique guide during the surgery. The patient reported pain in the hip joint and visited hospital regularly. There was no information regarding migration of the implants reported. The surgeon planned to perform another bipolar hip arthroplasty surgery on (B)(6). This report is for one (1) unknown-screw-trauma. This is report 4 of 4 for (B)(4).

Event description:
It was further provided that the surgeon commented that he doesn¿t know clearly, but the fracture type of the patient might have been garden type 3 (off-label use), and there might be reduction problems. According to the surgeon, the case might not be applicable for the femoral neck system (fns).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.